Event description:
Reporter stated that patient obtained a blood glucose result of 362 mg/dl, while using the suspect device. Based on this result, patient reportedly bolused an unknown amount of insulin. Reporter stated that, 25 minutes later, patient lost consciousness. Reporter indicated that patient was given glucose tablets, after which, patient reportedly regained consciousness. Reporter noted that patient retested blood glucose, while still exhibiting hypoglycemic symptoms, and obtained a result of 222 mg/dl. No additional treatment was performed or sought. Reporter noted that quality control testing had been performed on the suspect device and the results fell outside of the acceptable range. Reporter did not, however, note if control testing was performed before or after the event. Technical support requested the return of the suspect product and replacement product was shipped.